Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that mc poly snapped in half when taking it apart.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item lot combinations and reviewed manufacturing date as returned item exhibits signs of repeated use and has fractured on the medial side of the condyle feature all pieces were returned. The device history records and receiving inspection reports were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report